Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(4), is related to case with patient identifier (B)(4).

Event description:
Customer allegedly received the following results, with two different aviva meters, within 10 minutes: 89 mg/dl (strip lot 496858), 203 mg/dl and 107 mg/dl (strip lot 497112). Results were obtained using different strip lots. No adverse event was reported. Return of the suspect device was requested for evaluation.